Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), and inflammatory response. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), and inflammatory response. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed dust-like contamination at the air inlet of the blower box, adhesive on the top enclosure, dust-like contamination was on top of the blower box, missing top enclosure flip doors. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were three error found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was not able to confirm the customer's complaint.